Event description:
During the course of injection of fdg radiopharmaceutical ((B)(6) 2017, 10:35 am) using the automated radiotracer infusion system (bayer intego), the device malfunctioned and unknowingly administered a dose of 15.05 mci fdg to the patient. Due to the malfunction of the device, the exact amount of radiotracer administered was unknown until bayer provided confirmation ((B)(6) 2017, 9:45 am) which is almost 24 hours post patient administration. The mgh pet staff consulted with bayer immediately upon identifying an error on the system. The error message said, "a valve failure has occurred during infusion". This error message was generated and display on the unit during the patient's radiotracer administration. Pet staff contacted bayer to discuss the incident in order to identify the exact amount the patient would have received. Bayer could not provide that information at the time of the call. As a result, the patient exam was aborted and rescheduled for the following morning. The patient's referring physician was contacted regarding the incident and informed of the patient's rescheduled petct appointment. On (B)(6) 2017 at 9:45 am, bayer contacted technical manager (B)(6) to inform him that based on the intego system log information, the patient dosed at 10:35 am on (B)(6) 2017 received the full prescribed dose of 15:05 mci fdg. This information had not been communicated to mgh staff until after the patient completed his rescheduled petct exam. In summary, the patient received (2) full diagnostic petct exam doses within 24 hours. A 15.05 mci administered (B)(6) 2017, unknown at the time of infusion. A 15.93 mci administered (B)(6) 2017, intended infusion to completed petct exam.